Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. During fill 4 there was an air detected in cassette warning and the patient discovered fluid leaking from the back of the cycler. It seemed to be coming from the bottom by the vent. A new cycler was issued to the patient. Additional information was requested but no further details were provided. The cycler set has not been returned.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. During fill 4 there was an air detected in cassette warning and the patient discovered fluid leaking from the back of the cycler. It seemed to be coming from the bottom by the vent. A new cycler was issued to the patient. Additional information was requested but no further details were provided. The cycler set has not been returned.